Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable, as there is no indication that the lens was implanted. Section d6b: explant date: not applicable, as there is no indication that the lens was implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: device code(s): 1069 for cartridge damaged and lens damaged. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) became stuck and broke. The nurse experienced difficulty advancing the lens while loading it, as it stopped and became stuck before the screwing process could begin. When the doctor attempted to remove the iol, a hole was observed far down in the cartridge. The lens reached the patient¿s eye, with the cartridge tip making contact, but no adverse effects to the patient were reported. No further information was provided.